Event description:
It was reported that a spectrum iq infusion pump had an issue of high flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, high flow rate was reproduced. Evaluation sent the device to the flow lines for flow testing and delivered with error percentage of 6.145%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Pressure set up requires to be performed with replacement of the m2 and m3 springs to address this issue. Should additional relevant information become available, a supplemental report will be submitted.